Event description:
The pump malfunctioned during medication infusion. The alarm alert was "upstream occlusion, air detector". Our staff nurse completed steps to prime the tubing and restart the pump without success.